Event description:
During the return cycle this donor became pale & diaphoretic, complaining of feeling nauseous. They complained of pressure in the epigastric area that felt like having an air bubble that they couldn't burp. The phlebotomist called for the medical supervisor (ms) to come to the donor floor. The ms checked vital signs (vs), which were slightly elevated. The donor had small amount of clear emesis while the ms was present. The procedure was discontinued after the saline infusion completed. The ms provided donor with two tums, and an additional 500cc saline was given via y-set. The donor indicated very quickly to be feeling better. The donor's vital signs were again checked by the ms and were found to be similar to baseline. The ms left the donor on donor bed, with phlebotomist with instructions to rest and allow more recovery time before leaving center. Within 15 minutes the ms was called back to the donor floor as this donor had begun to develop welts on their arms. Donor had red welts on both arms from thier wrists to their arms. As they complained of itching on their stomach, the ms checked and verified welts also appearing on their stomach. Donor provided 50 mg benadryl im. Donor watched by phelbotomist and management while ms contacted medical director. Donor recovered and was released in good condition with instructions to call center if any symtpoms reappeared. Follow-up info: donor contacted center later that day indicating they had gone to the local ER. There they were diagnosed with a hiatal hernia and that was probably the lump they were feeling in their stomach. They also indicated the ER md provided pt with a prescription of benadryl for their hives and another medication which was not disclosed in this report. The center inquired during the call from the donor, as to whether or not the donor had developed symtpoms after leaving the center. The donor denied symptoms. They stated they knew the people at the ER and they had decided they just wanted to get checked. This first time donor has been permanently deferred from source plasma donations at the plasma collection center due to this event.